Manufacturer narrative:
Product event summary: analysis confirmed the reported event; touchscreen found out of specification, overlay misalignment. It was noted the stylus was worn out.

Event description:
It was reported the middle-lower left hand section of the screen does not work. The programmer was returned for service. No patient complications have been reported as a result of this event.